Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that the caster was broken. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer noted that there was no device malfunction. The remote service engineer (rse) provided the customer with the part number of the replacement caster for repair.